Manufacturer narrative:
Visual inspection of the tasp shows signs of repeated use (nicked or gouged) and confirms it is fractured at the post. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a design issue that was previously investigated through the CAPA process and addressed with a design modification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as worn and fractured, in need of replacement. It was discovered while checking instrument trays. There was no patient involvement.